Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, a .014 size guide wire was used. It should be noted the absolute pro vascular self-expanding stent system instructions for use (IFU) states: one 0.035" (0.89 mm) diameter guide wire. The deviation of the IFU does not appear to have contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that when attempting to post dilate the deployed absolute pro stent interaction between the balloon and the deployed absolute pro stent resulted in the reported difficult to advance. Interaction/manipulation resulted in the reported defective device-shortened (stent folded in on itself); thus ultimately resulting in the reported device damaged by another device. The treatment(s) appears to be related to the operational context of the procedure as another manufacturers stent was placed at the distal edge of the absolute pro to cover it. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a superficial femoral artery that is 100% stenosed. The vessel was pre-dilated with a 6.0x200mm armada 18 balloon at nominal pressure. The 7.0x80mm absolute pro self-expanding stent (ses) was implanted; however, when attempting to post dilate the stent, the unspecified balloon was advanced into the stent; however, the stent folded in on itself (accordion) and had to place a non abbott stent at the distal edge of the absolute pro to cover it. The delivery system was removed under fluoroscopy. There was no adverse patient sequela reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.